Event description:
Per the clinic, the patient experienced skin infection, constant feedback noise and migraines with the device. Both the abutment and internal fixture were explanted on (B)(6) 2025, and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.